Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was informed that the patient experienced pericardial effusion. During a pulmonary vein isolation to treat a paroxysmal atrial fibrillation, a farawave catheter was selected for use. During the procedure, while ablating the right superior vein, the anesthesiologist noted a drop in blood pressure. Initial checks showed no effusion, and mapping continued using a non-boston scientific (bsc) mapping catheter. Subsequently, increased blood pressure drop and a large pericardial effusion was detected, requiring immediate intervention via a pericardial tap. The patient was admitted to the hospital beyond standard care. No further information was provided regarding patient status. The farawave catheter is not expected to return for analysis as it was disposed post procedure.